Event description:
It was reported during a ptca/stent procedure, deflation difficulties were encountered after deployment of the stent. The sds was inflated in the proximal right coronary artery for approximately 30 seconds at 14 atm. The sds would not deflate after deployment of the stent. A 20cc syringe was attached to the sds and negative pressure was applied, but the sds still would not deflate. Reportedly, force was used to remove the sds from the stent and the right coronary artery. During removal, a dissection occurred in the proximal right coronary artery, which was treated by deploying another company's stent. The pt was discharged from the hosp the next day.